Manufacturer narrative:
Device was not returned and no evaluation is possible on the actual device. However retained samples and inspection records of lot# 2016-0411 which was sold to customer during the last three months were reviewed and no failure or abnormality was found on products in the inventory. Also in our investigation and follow-up with the reporting facility, the resident and the rt who was caring for the patient, stated that the incident happened after they placed a "t piece" of duoderm on the septum. The rt said that it was realized it was not the fault of the interface, yet due diligence on the clinician's part to make sure the ram is positioned correctly and that even though duoderm is used, they still need to "inspect" the skin underneath and not just "assume" all is well. The unit has already gone through a major education re-training on the product and they have not had any issue since. The rt also mentioned that they continue to use the product and love it... Just now they are inspecting skin and septal areas with more diligence. This complaint will be monitored for trending purposes and is added to the related logs and charts. Actual device was not returned.

Event description:
Erosion to the columella/septum.